Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the suture, the arteriotomy site oozed briefly. Manual compression was applied for 1 to 2 minutes to achieve hemostasis.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.